Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the lead exhibited low impedance and a sensing anomaly. The patient experienced muscle stimulation. The device was reprogrammed and the patient would be monitored.